Event description:
The customer reported to beckman coulter (bec) a clear leak of approximately 15-20 ml coming from the needle assembly area of the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. A bellows not up error message was reported in connection with the leak. The material safety data sheet (msds was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time the leak was observed. There was no biohazard exposure to open wounds or mucous membranes. There was no impact to patient results. No death or injury was attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed a diluent leak from a cut tubing.the fse replaced the tubing from the vent line off the sample needle line through the blood detectors, resolving the leak. When on site, the fse discovered that the cap piercer assembly was not operating fast enough. The fse replaced the cap piercer assembly along with solenoids 23 and 25, which eliminated the bellows up error. The failure mode was related to a cut tubing from the vent line off the sample needle line through the blood detectors. The cap piercer assembly needed replacement to eliminate the bellows up error messages. The bellows up error messages generated by the instrument alerted the operator to an instrument problem. (B)(4).